Event description:
A family member reported that the keypad buttons have been sticking and intermittently unresponsive for about a month.

Manufacturer narrative:
Follow-up # 1 06/29/211 - device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. A review of the device history record confirmed that the pump was operating within specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.